Event description:
The surgeon reported via fax: "a patient underwent a surgical procedure of tkr on (B)(6) 2002. The polyethylene insert broke off into the patient. A revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a scorpio ps tib insert was reported. The event was not confirmed. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
The surgeon reported via fax:"a patient underwent a surgical procedure of tkr on (B)(6) 2002. The polyethylene insert broke off into the patient. A revision surgery was performed on (B)(6) 2013."